Event description:
Boston scientific (bsc) crm received information that this dextrus atrial lead had dislodged and was exhibiting undersensing and no capture. This was discovered at a routine device check and is the second time this lead has dislodged. The lead was removed from service and replaced.